Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell four. The hp had already cleared the alarm. The technical service representative (tsr) advised the hp to finish with manual supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.